Event description:
It is reported that the surgeon attempted to implant a trilogy longevity constrained liner with a 32 mm head in 2008. When the surgeon attempted to secure the locking ring into the linear after reduction of the head it would not lock in. Soft tissue was cleared out and the process was attempted again with the same result. He tried a total of six times for an hour and fifteen minutes.

Manufacturer narrative:
This report will be amended when our investigation is complete.